Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to activation failures including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. Based on the limited information provided and without the device to examine, a conclusive cause for the reported activation failure and material deformation cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the anterior descending coronary artery. Four xience sierra stents were implanted without issue. The 3.0x28 mm xience sierra stent delivery system (sds) was advanced and deployment was attempted; however, the struts were noted to be damaged. Therefore, the stent was not implanted. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.